Event description:
The patient reported experienced static with the internal device, followed by loss of sound. External equipments were exchanged; however, this did not resolve the issue. Testing of the device showed zero impedances on all electrodes. Surgery to explant the patient's device has been scheduled.